Event description:
Tried to load the needle on, the part it attaches to completely snapped off. [Device breakage]. No adverse event [no adverse event]. Ase narrative: this initial spontaneous report concerns adverse events of device breakage and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 06-apr-2026, amneal pharmaceuticals received information from patient via an email concerning the above-mentioned events experienced by the patient while on amneal's medroxyprogesterone acetate. Additional significant follow-up (#1) information received on 14-apr-2026 from patient via an email. Additional information included suspect product ndc number were added to the case and narrative was updated accordingly. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe 150 mg/ml (ndc:70121-1480-1, batch no, exp date and serial number not reported) (frequency, dose and therapy dates were not reported) for birth control. Procedure included birth control. Co-suspect medication, concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On an unknown date, the patient received the sealed medication box from her pharmacy and on an unknown date when they tried to load the needle on, the part it attaches to completely snapped off. Further they requested for the replacement. Last action taken with medroxyprogesterone acetate to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter did not provide causality of events device breakage and no adverse event with medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.